Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported while the device was on a patient, the sv light illuminated (safety vavle open). The customer swapped ventilators with no issue. The customer reported the device passed est, but is making a funny noise at startup. The customer reported there was patient involvement and no patient harm.